Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant the patient began to complain of chest wall/left pectoral stimulation described as twitching and thumping with high rv output pacing. It was noted that at implant the r-waves on the right ventricular lead were small with little to no current of injury. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.